Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address poly wear and liner disassociation. Intraoperatively, the liner was found to be fractured causing the head to articulate within the cup. Corrostion was also noted between the head and stem. Removal of the cup and stem caused a 2 hour delay to surgery.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the known product/lot combination(s) since release for distribution. Product / lot information for the associated sleeve component and acetabular cup is not known. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.